Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the twist clamp on a minicap extended life pd transfer set. As a result, the transfer set was ¿unable to be removed¿ from the patient line of a cassette. This occurred while the home patient (hp) was trying to disconnect the transfer set and the cassette from automated peritoneal dialysis (pd) therapy. To resolve the issue, the hp had to clamp off the patient line of the cassette and cut the patient line in order to disconnect. The transfer set was replaced and the patient was able to continue with treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation with the female connector connected to a white luer adapter. A visual inspection with the naked eye and magnification noted the dark blue female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. During testing, the white luer adapter was hand removed from the female connector. The reported separation was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.